Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose was 450 mg/dl at the time of incident. The customer experienced high blood glucose because insulin pump's battery died. Customer reported sensor could not find signal. It was unknown whether the customer was auto mode. The insulin pump will not be returned for analysis.